Event description:
The customer reported that the clear insulation peeled back on the device during the procedure. This was reported under medwatch number (B)(4).

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.